Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 18 mg/dl. It was stated that the customer was found unresponsive by family members. The customer was not feeling well enough to troubleshoot at the time of the call. Advised the nurse to have the customer call back for troubleshooting. Nothing further was reported.